Event description:
Our rep is reporting the following to us: a patient underwent an acl repair with the use of a mitek milagro screw for fixation on (B)(6) 2013; during post-op x-rays, it was discovered that a 1cm piece of an ¿arthrex guidewire¿ (competitor¿s device) was left in patient. 1) doses not know the catalogue number of the competitor¿s device? 2) the milagro screw went in perfectly.

Manufacturer narrative:
Nothing is being returned for evaluation, and, no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The complaint indicates that there were no issues with the use of the mitek product; however, the competitor¿s device had broken in the body and was not noted at the time of the surgery, but later on via x-rays taken during what appears to be a follow-up exam. We cannot speak to whatever broke the competitor¿s device, we cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.